Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use; after inserting the catheter into the sheath and completing the standard preparation and purge, air bubbles were observed in the syringe during aspiration. Despite multiple aspiration attempts, the air bubbles persisted. A leak was then identified in the catheter's irrigation port. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Additional information added to describe event or problem.

Event description:
Was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use; after inserting the catheter into the sheath and completing the standard preparation and purge, air bubbles were observed in the syringe during aspiration. Despite multiple aspiration attempts, the air bubbles persisted. A leak was then identified in the catheter's irrigation port. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that numerous air bubbles were observed when connecting the catheter to the farapulse machine, with the hypothesis that the hermetic valve was the cause of the issue.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use; after inserting the catheter into the sheath and completing the standard preparation and purge, air bubbles were observed in the syringe during aspiration. Despite multiple aspiration attempts, the air bubbles persisted. A leak was then identified in the catheter's irrigation port. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that numerous air bubbles were observed when connecting the catheter to the farapulse machine, with the hypothesis that the hermetic valve was the cause of the issue.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was attempted to be inserted through the catheter. The catheter was deployed to basket and flower configurations successfully. Subsequently, flushing was tested in all positions, and no abnormalities were found. In addition, a build-up of adhesive in the discharge tube was observed, however, this build-up does not affect the operation of the catheter. The reported air ingress event was not confirmed through analysis. Additionally, an image was provided and was reviewed by a boston scientific quality engineer. The image could not confirm the reported allegation.